Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon examination of the pacemaker, there was one recorded episode of ventricular oversensing. The device was reprogrammed and tested. Device functioned appropriately. The patient was doing great and was scheduled for regular follow up.